Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "patient said he got blood clots while using leg bags and they broke. Patient said the blood clot got stuck at top hose attached to leg bag and he used garden wire to try and get it unstuck, and the hose broke. Patient states bottom nozzle too tight to open. No medical intervention was reported". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated. See associated mdrs #3011137372-2023-00214 and 3011137372-2023-00212.